Event description:
The rep reported the device was used during a coronary artery bypass. It was reported the vt300 clips were falling off the branches of the saphenous vein. When they checked the leg at the end of the procedure two m/l clips fell off the main saphenous vein. The patient did receive blood.